Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - h10: the suspect device has not been returned for investigation. However; a po was placed for new main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device has not been returned to manufacturer

Event description:
It was reported to vyaire medical that the vela vent had persistent xdcr fault causing vent not to cycle. No patient involvement was reported.